Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2. 2 was failed. A field service engineer field service engineer (fse) addressed issues with drawer modules 2.1 and 2.2, where failures occurred intermittently and the virtual map was not consistently displayed. The fse replaced all older style controller boards as a complete set due to device demand and also replaced the module controller because the retractor bands were not securing properly. The fse then reconfigured the drawer and confirmed proper functionality through testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.